Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation. One x-ray image was provided for review. Based on the image review, contrast extravasation was confirmed. As such, the investigation is confirmed for the reported leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include flexural fatigue, over-pressurization and sharp instrument damage.

Event description:
It was reported that the catheter allegedly ruptured causing a leak, which was identified by contrast x-ray. It was further reported that the catheter was removed. There was no reported patient injury.

Event description:
It was reported that the catheter allegedly ruptured causing a leak, which was identified by contrast x-ray. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Additional details were provided: lot# and image review results; the associated fields have been updated accordingly and there have been no changes to the investigation summary below: it was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Based on the image provided, contrast extravasation was demonstrated in the catheter delivery system can be confirmed. Based on the image provided, it cannot be determined if the contrast extravasation from the catheter delivery system was inside or outside the patient¿s body. (B)(4).

Manufacturer narrative:
No medical records have been made available to the manufacturer. Medical images have been made available to the manufacturer. As the lot number for the device was not provided, the device history records were not reviewed. The device has not been returned to the manufacturer. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly ruptured causing a leak, which was identified by contrast x-ray. It was further reported that the catheter was removed. There was no reported patient injury.